Event description:
It was reported that a patient whom had been lost to follow up since 2007 was taken to the hospital due to bradycardia. The lead exhibited loss of capture, over sensing and impedance greater than 2000 ohms. A lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.